Manufacturer narrative:
The referenced device was inspected. The customer¿s reported issue was confirmed, equipment has no power due to a defective power supply unit. Additionally, the internal switch of the device is deformed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the customer video system is not turning on. The reported problem occurred during inspection before use. The doctor completed the intended surgery using another manufacturer¿s equipment. No death, injury or harm was reported.

Manufacturer narrative:
This supplemental MDR report was submitted to provide a correction to the become aware date. The corrected aware date is may 25, 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device would not power on due to a faulty power supply unit. The specific root cause of the faulty power supply unit could not be determined at this time. Olympus will continue to monitor field performance for this device.